Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed into the correct position at 80% deployment at 3 mm on the non-coronary cusp and 5 mm on the left coronary cusp. Upon release of from the delivery catheter system (dcs), the valve dislodged out of the native annulus into the mid sinus of valsalva (sov). A second transcatheter bioprosthetic valve was implanted in the correct position. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.